Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. There was an exposed electrode on one of the bases of the instrument grip. The unit passed the electrical continuity test. No signs of damage were observed on the conductor wire. The complaint regarding the burnt tip was confirmed by failure analysis. The instrument was also found to have scratch marks/abrasions on the edge of the bipolar yaw pulley in two locations.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a burnt tip, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi failure analysis engineer (fae) reviewed the provided image and concluded a possible thermal damage to the bipolar yaw pulley at the base of the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps got burned on the tip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The thermal damage was identified during central processing. There is a very small black mark at the fork of one of the jaws. No arcing was observed during the procedure, and no instrument collisions were noted. The erbe generator was used with level 3 settings on cut/coag. There was no injury to the patient.